Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the stent allegedly had its lock broken. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample was found with loaded stent without tip to sheath gap and the safety slider was separated at the welding joint such that the inner part was found loose inside grip and the outer part was missing. The investigation leads to confirmed result for separation/ break of the safety slider at the melting joint. The definitive root cause could not be determined based upon available information. Labeling/packaging review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back.', and ' verify that the safety lock slider is still in the locked position (...) Examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the stent allegedly had its lock broken. It was further reported that there was allegedly separation of the safety slider at the melting joint. There was no reported patient injury.